Event description:
The tech alleged the bed had a self-run of the head down function. No injury reported.

Manufacturer narrative:
The service tech isolated the issue to the right user control module and right user control module cable. The tech replaced the right user control module an the right user control module cable to resolve the issue.